Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to the 26th octoner 2014. The device failed a self-test due to a low battery on the 2nd november 2014. An increase in voltage suggests a fresh pad-pak was installed on the 3rd november 2014. Multiple manual power ups of ten minutes duration were recorded between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.